Event description:
The case broke when replacing the battery cap. It split down the side of the pump. I used electrical tape to hold it together. I spoke to my physician, but it seemed to be an issue they were unable to deal with. So, I have been coping as best as I can. I don't really know what to do. It is kind of scarry, I worry it may cause insulin delivery problems. FDA safety report ID# (B)(4).